Event description:
IT WAS REPORTED THAT THE BRONCHOVIDEOSCOPE EXHIBITED ERROR B30 AND IMAGE BLACKOUT. THE MALFUNCTION OCCURRED DURING SET UP / INSPECTION FOR USE (DURING SET UP IN ROOM / BEFORE PATIENT IN ROOM). THERE WERE NO REPORTS OF PATIENT HARM.

Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
No additional information was received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation.The device was returned to Olympus for inspection and the reported failure error code B30 was not confirmed. However, the reported failure image blackout was confirmed. A root cause could not be identified. Based on the results of the investigation and previous investigations, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.